Event description:
An 11 day old baby, born at 31 weeks 5 days, was placed in the isolette. A nurse entered the room to find the baby on the floor and the left port hole at the head of the isolette was open.